Event description:
The customer stated they performed a blood glucose test and received a result of "lo". The customer went to the emergency room immediately where a test was done and the results was 221mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.